Event description:
It was reported that a customer experienced a severe low blood sugar episode, woke at night noticing blood glucose dropping faster than usual, vomited, and was transported by ambulance to the emergency room (ER). There was no reported impact to the customer¿s blood glucose level beyond the described low readings of 3.1 to 3.9 mmol/l compared with sensor value of 4.8 mmol/l, and no injury or permanent damage was identified. Treatment in the emergency room resolved the issue. Customer was released from the ER, however no date or further information regarded treatment or continued insulin therapy was provided.